Event description:
Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: left side capsular contracture baker grade unknown and seroma(late), anxiety, inflammation/irritation, edema, pain. Also reported: varied injuries and lump/nodule - not device related. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and seroma(late), anxiety, inflammation/irritation, edema, pain. Also reported: varied injuries and lump/nodule - not device related.